Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was found to be fully operational. The system passed a system checkout. A software investigation was initiated but the issue could not be replicated and the system was determined to fully operational.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and caused no delay to the surgery. It was reported that the site registered patient, verified accuracy, then when they went sterile and draped the patient the surgeon felt they were "a little high and a little deep" when navigating. There was a reported inaccuracy of 5mm. The manufacturer representative noticed that some of the drapes were across the noninvasive patient tracker and speculated that it may have been tugging on the tracker or the tracker was slightly sticking to the drape. The surgery was completed with navigation and there was no impact on patient outcome.